Manufacturer narrative:
The report that the injection gold probe device would not generate heat was not able to be confirmed. The returned device was evaluated. A visual inspection found no abnormalities with the device. The device also passed all electrical tests. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was intended for use during a procedure performed for hemostasis of a bleeding gastric ulcer. According to the complainant, they plugged in the injection gold probe device, and it would not generate heat. They checked the adaptor cord, and tested the device using saline; it still would not work. They were able to complete the procedure using another injection gold probe device with the same generator and adaptor cord. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was intended for use during a procedure performed for hemostasis of a bleeding gastric ulcer. According to the complainant, they plugged in the injection gold probe device, and it would not generate heat. They checked the adaptor cord, and tested the device using saline; it still would not work. They were able to complete the procedure using another injection gold probe device with the same generator and adaptor cord. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.